Event description:
A false negative advia centaur (B)(6) result was obtained by the customer when run on two advia centaur systems during the system installation. The pt sample, was positive for (B)(6) and confirmed positive with (B)(6) confirmatory testing when compared to another test method. Pt treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the false negative (B)(6) result on both advia centaur xp's when compared to another test method is unk. The pt sample is not available for further investigation. No further evaluation of this device is required.